Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was an attempted implant due to ventricular noise, inhibition of pacing and a defective setscrew.